Event description:
Info received indicates the bed functions work intermittently due to fluid ingress on the scale/bed exit board.

Manufacturer narrative:
The technician replaced the scale/bed exit pcb to repair the bed.